Event description:
It was reported from canada that the perforator device had an unknown malfunction. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operation specifications. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. It was noted that the unit was in need of preventative maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.